Manufacturer narrative:
Patient information was not provided. Cardiacassist inc. Manufactures the tandemlung oxygenator. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a tandemlung oxygenator (placed on may 24) required replacement on june 6 due to declining oxygenation. Reportedly , abc po2 35 and sat 72% were registered at 07:43. Prior oxygenator replacement, po2=52. At 11:01, after the replacement of the oxygenator, the patient blood pressure dropped into the 60s. Levo maxed and neo started at maximum dose. 500 ml bolus of lr and 500 ml albumin given to the patient. Blood pressure returned back to normal. It was reported that the po2 after oxygnator exchange was 170.

Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations or non-conformities relevant to the reported event. Based on the available information, there is no indication that any product malfunction. The event occurred after several days of support on covid-19 patient. Covid-19 disease can contribute/lead to clotting formation due to a higher incidence of coagulopathy and thrombosis with impact on oxygenation due to biological material accumulation within the oxygenator. The reported event is most likely related to patient conditions and not to device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.